Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up noise was seen on the right ventricular (rv) lead. It was noted that pace inhibition was seen as well as asystole for a few seconds. The patient experienced dizziness and headaches. Boston scientific technical services (ts) discussed a possible lead issue and recommendations for patient testing. The device was reprogrammed and remains implanted. No adverse patient effects were reported.